Manufacturer narrative:
Since the device has not yet been returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bisector bipolar ligating forceps on the vasoview 7 xb were not functioning during harvest. The tool adapter port was replaced and the device began to work. The hospital did not report any pt effects. The hospital intends to return the device in question.